Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode and suffered syncope. Interrogation of the ICD revealed it did not record the episode. A patient data disk was saved and sent for review. Additionally, a surface electrocardiogram (ECG) confirmed the vt as it was a sustained arrhythmia. Engineering analysis of the disk revealed no ICD malfunction that would have resulted in a vt not being recorded and also a potential lead issue as sensing measurements have decreased, impedance measurements are not normal and numerous pacemaker mediated tachycardia (pmt) events have been recorded. Additional information was provided that the following physician completed testing and is comfortable with device function.